Event description:
The user facility reported a 52-year-old male noted as high risk percutaneous cardiac intervention was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp placed for support but after twenty hours the team found the pump to have come out of left ventricle (lv) positioning and so the team explanted.

Manufacturer narrative:
The investigation into the reported "positioning issues" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation of the data logs show several "position in aorta" alarm. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿